Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room (ER) after experiencing pocket stimulation. A chest x-ray was performed and revealed that the left ventricular (lv) lead was in superior vena cava (svc). The device was reprogrammed to rv only, and the pocket stimulation was resolved. Lead replacement procedure was discussed and will be scheduled. The patient was stable throughout the event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the patient had lead revision procedure. Lead was found to be coiled at device. Dr. Connors had to cut the lead to free from the tissue. Lead was explanted and replaced on (B)(6) 2019. The patient tolerated procedure well and was stable pre, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.